Event description:
I am a patient with a known history of radial keratotomy in both eyes. Ophthalmologist (B)(6) implanted a multifocal panoptix lens in my left eye in a clear lens exchange procedure. I immediately experienced poor vision and loss of vision quality that led to severe anxiety and inability to function at home. I then learned that panoptix multifocal iols (intraocular lens) are contraindicated for post rk (radial keratotomy) eyes. My eye should have been implanted with a monofocal lens. I had to have the panoptix lens explanted two months later by another ophthalmologist, which resulted in improved vision quality. The FDA needs to prohibit multifocal iols from being implanted in rk eyes or any eyes with prior corneal surgery that could compromise vision and lead to patient suffering. Further, the FDA should require manufacturers of multifocal iols such as panoptix to limit them to eyes with corneas that have undergone prior surgery. I am still suffering emotionally and financially from this medical error and the panoptix lens exchange. I have had to travel by plane multiple times to remedy my vision. I experienced further problems when ophthalmologist (B)(6) implanted a vivity iol in my right eye after I was assured the edof (extended-depth-of-focus) lens was a good choice for a post rk eye. He had to exchange that for a basic monofocal in (B)(6) 2022 due to visual problems. Reference report: mw5119114.